Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.